Event description:
It was reported that the user experienced a hyperglycemia event with a blood glucose of 197 mg/dl and asked for guidance before an upcoming truxima infusion for rheumatoid arthritis. Symptoms included elevated blood glucose without reported complications. Outcomes included user education and guidance to contact the healthcare provider for pre-infusion protocol, with no medical intervention or hospitalization reported. Investigation included complaint intake and troubleshooting with education regarding hyperglycemia management and follow-up instructions. Investigation of this case revealed no device malfunction or device component issue reported and no evidence of device contribution to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.